Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd treatment. The patient reported receiving air detected in cassette warning alarms during dwell 1 of 4 of treatment and prior to the leak. The patient reported a fluid leak was discovered coming from the bottom of the cassette door and a crack was found in the cassette mound facing the cassette door. The fluid leak did come in contact with the cycler. Moisture was found on the external of the cassette and door seal and the inside of the door. The pump module area was noted to be completely dry and no fluid was discovered in the pump module area. The patient was advised to re-setup supplies. A new cycler was not issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during their pd treatment. The patient reported receiving air detected in cassette warning alarms during dwell 1 of 4 of treatment and prior to the leak. The patient reported a fluid leak was discovered coming from the bottom of the cassette door and a crack was found in the cassette mound facing the cassette door. The fluid leak did come in contact with the cycler. Moisture was found on the external of the cassette and door seal and the inside of the door. The pump module area was noted to be completely dry and no fluid was discovered in the pump module area. The patient was advised to re-setup supplies. A new cycler was not issued to the patient. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using the cycler on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.